Manufacturer narrative:
(B)(4). Device manufacture date: january 27, 2016 ¿ january 29, 2016. The device was received for evaluation. Functional leak testing was performed and passed successfully with no issues relating to the reported condition. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate that was filled with 2000mg flucloxacillin in 100ml 0.9% sodium chloride, leaked into the outer pouch. There was no patient involvement. No additional information is available.